Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed, and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system and successfully passed the recognition and engagement tests. The prograsp forceps instrument demonstrated intuitive movement with full range of motion in all directions, and the grip tips opened and closed properly. The instrument was determined to be fully functional, and no product issue was identified.

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 8mm prograsp forceps instrument was sticking and unable to operate smoothly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the surgeon reported that the instrument moved freely with uncontrolled motion, moved in an unintended direction, exhibited delayed response to commanded movements, and appeared shaky or resistant during movement. The issue occurred while the surgeon¿s head was inside the surgeon console, and the surgeon removed their hands from the controls when the issue occurred. The issue was not resolved during the procedure, and no related device damage or cable failure was reported.